Event description:
The patient reported charging issues between the implant and the external equipment. A boston scientific representative performed device evaluation. The problem was confirmed. The doctor decided to implant pt with a new boston scientific spinal cord stimulator system.